Event description:
It was reported the device had a motor rate error. No patient injury reported.

Manufacturer narrative:
The device was returned with both seals intact and the pump was in good condition. No apparent contamination. The device history report showed the motor rate error. The device was tested using the occlusion test. Testing was unable to duplicate the motor rate error during occlusion test. The root cause was attributed to : combination of dirty old grease, on worm coupling facets, motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out which are the causing of the intermittent of the motor rare error.normal wear, (B)(4) was manufactured in feb-2010. The tech replaced motor assembly, worm gear, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).